Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-00319 related manufacturer reference number: 2017865-2024-00321 it was reported that the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were explanted due to infection. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2024-00321. New information received noted that vegetation was seen on the right atrial (ra) lead and right ventricular (rv) lead during transesophageal echocardiography.